Event description:
It was reported to the boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the device was advanced through the papilla, the side car-rx (guidewire port) was noticed to be pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
Reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found the basket to be fully retracted and the side car-rx presented pushback out of specification. A functional evaluation was performed by extending and retracting the basket with no issue noted. The evaluation concluded that the condition of the returned device was consistent with the complaint incident of side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. It appears the multiple passes through the papilla caused the side car-rx to pushback. Therefore, the most probable root cause is operational context" a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
According to the complainant, during the procedure, when the device was passed in and out of the papilla several times, the side car-rx (guidewire port) was noticed to be pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good.¿